Manufacturer narrative:
Consumer reported slight spinning,pain, mobility. Consumer reported osseointegration was not achieved.

Event description:
Consumer reported pain and mobility issues/ osseointegration was not achieved/ time of loss in relation to implantation was before prosthetic restoration.